Manufacturer narrative:
(B)(4). Potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 1707244; medical device expiration date: 6/30/2022;  device manufacture date: 7/25/2017. Medical device lot #: 1705131; medical device expiration date: 4/30/2022;  device manufacture date: 5/2/2017. Medical device lot #: 1706229; medical device expiration date: 5/31/2022;  device manufacture date: 6/14/2017. Medical device lot #: 1705198; medical device expiration date: 4/30/2022; device manufacture date: 5/15/2017. Medical device lot #: 1703236; medical device expiration date: 2/28/2022;  device manufacture date: 3/27/2017. Medical device lot #: 1703103; medical device expiration date: 2/28/2022;  device manufacture date: 2/27/2017. Medical device lot #: 1702216; medical device expiration date: 1/31/2022; device manufacture date: 2/17/2017. Medical device lot #: 1612214; medical device expiration date: 11/30/2021; device manufacture date: 12/13/2016. Medical device lot #: 1404137; medical device expiration date: 3/31/2019;  device manufacture date: 3/31/2014. Medical device lot #: 1410122; medical device expiration date: 9/30/2019;  device manufacture date: 10/3/2014. Medical device lot #: 1506179; medical device expiration date: 5/31/2020;  device manufacture date: 6/8/2015. Medical device lot #: 1506210. Medical device expiration date: 5/31/2020; device manufacture date: 6/16/2015. Medical device lot #: 1601140; medical device expiration date: 12/31/2020; device manufacture date: 1/14/2016. Medical device lot #: 1606208; medical device expiration date: 5/31/2021;  device manufacture date: 6/14/2016. Medical device lot #: 1612141; medical device expiration date: 11/30/2021;  device manufacture date: 11/29/2016. Medical device lot #: 1612207; medical device expiration date: 11/30/2021;  device manufacture date: 12/13/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a ward nurse that there was plastic residue found in bd plastipak¿ 20 ml syringes prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received the affected samples from all the reported batches. After the evaluation of the returned samples, we could confirm the presence of lubricant flakes behind the plunger (outside the fluid path) for the returned samples. The quantity of lubricant flakes were different between the reported batches, found a very low quantity of them in various reported batches. The sample of lot #1612207 presented a foreign matter particle in the unit pack. We could confirm the reported issue. We have reviewed our production and inspection records for the reported batches and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Research has found no problems, defects or qn related to the reported issue. Conclusion: root cause analysis: based on the customer description of the issue we think that this particles could be composed by lubricant particles. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. The affected sample with a black foreign matter in the unit pack was returned for our evaluation. We have determined that the foreign matter of the non-conformance consists of an amount of agglomerate dust particles. The dust in this case came from the hopper or the bench of the primary packaging machine, the rest of the machine is well covered avoiding the possibility of this issue. In that case, we consider that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the one of these areas of the machine was permitted during manufacturing. Confirmation the returned samples present lubricant flakes in the syringe, outside the fluid path. We could confirm the reported issue. The sample with a particle in the blister was also confirmed. CAPA #(B)(4) has been initiated with the appropriate corrective and preventive actions for this issue.